Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device evaluation is complete, a follow up report will be submitted.

Event description:
The customer reported that device automatically activated after the jaws were closed. The jaws were also stuck. Add'l questions have been asked to the site.